Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that the patient went to jail on may 16th and was put through an x ray machine with the device on. Caller noted the patient had told them not to do so without calling medtronic, but it happened anyway. Caller stated that since then the patient can hardly feel the stimulation at all. Caller added that the patient has their settings turned way up but barely feels it at all. Caller noted the patient is in so much pain and doesn't know what else to do. Caller stated the patient will be in jail for 30 days. Agent reviewed information with caller. Caller confirmed the patient has been working with a nurse at the country jail and may see a doctor soon. Agent redirected the patient to the healthcare provider to further address the issue. Agent provided caller with nas phone number for healthcare provider to possibly connect with a mdt rep.